Manufacturer narrative:
Concomitant product: product ID 3873, lot# unknown, product type screening device. (B)(4).

Event description:
It was reported the patient experienced a racing heart and feeling sick to her stomach while on programs ¿c¿ or ¿d¿, which she thought was due to her stimulation. It was also stated ¿some of the gold pieces fell out of the external neurostimulator (ens) into her hand.¿ it was also stated the trial lead fell out in her sleep. It was planned to replace the ens and reprogram. It was stated the ens was sent back to the manufacturer.